Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The cannula was not visible, indicating that it might have retracted.

Manufacturer narrative:
The formed needle was observed to be in the exposed portion of the soft cannula and the linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, the slide insert was not secured by the catch beam. The needle mechanism was manually reset and deployed as intended. The cause of the reported events could not be determined. Due to the formed needle being exposed, it contributed to the reported event of pain during insertion. Damage was seen to the mechanism rail. It could not be determined if this damage contributed to the reported event. An 0x40 alarm was generated by the pod. High pulse widths and drive stalls were observed in the data.